Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced infections, swelling, pain and drainage at the implant site. Subsequently, the abutment was removed. The implanted fixture remains insitu.